Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
This is capital equipment evaluated at the customer's site: per the asp field service engineer: found oil return valve sticking intermittently. Removed particles from tubing and valve and tested operation. No further oil mist occurring. Oil return valve is opening and closing properly in diagnostic mode and normal operation. All passed, the customer ran a cycle with no odor or mist.

Event description:
A report was received from the asp field service engineer (fse) indicating the customer reported an odor/smell coming from the sterrad unit. The fse confirmed there was oil mist/haze. There were no human reactions involved